Event description:
A cracked touchscreen was reported due to a sporting activity, rendering the pump unusable for interaction. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on how to manage the situation, including using a multiple daily injection (mdi) as a backup therapy, programming new pump settings, and returning the damaged pump within 10 days to avoid charges. The customer understood and acknowledged all instructions.